Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related manufacturer number: 3006705815-2022-14640. It was reported the patient experienced ineffective therapy wherein it was confirmed the system was autoreducing. In turn, MRI not advised appeared. Troubleshooting performed to no prevail. Surgery may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.